Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device alarmed unexpected restart alarm. Customer's blood glucose was unknown. During troubleshooting, found signal too low alarm and displayable history check failed alarm in history. Customer mentioned the device was stored or not in use for an extended period of time. Customer was advised to monitor the issue. Customer will not be returning the device for analysis.